Event description:
The below report was received by health authority (reference number: (B)(4)) on (B)(6)2022. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("subsequently, incapacitating back pains") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In 2021 she experienced depression ("severe depression (depressive status with a severe fatigue (inability to perform simple tasks))"). An unknown time later she experienced back pain (seriousness criterion medically important), a first episode of insomnia ("insomnia"), hot flush ("hot flushes"), fatigue ("severe fatigue"), menstruation irregular ("onset of menstruations, initially regular, with severe incapacitating lumbar pain"), dysmenorrhoea ("onset of menstruations, initially regular, with severe incapacitating lumbar pain/violent lumbar pain during menstruations"), pain in extremity ("intense pain in the right leg"), exostosis ("calcaneal spur"), scoliosis ("degenerative scoliosis"), heavy menstrual bleeding ("very long pre-menopausal period (menopause in (B)(6) 2020)."), thirst ("excessive thirst"), feeling hot ("feeling of unbearable heat"), hyperhidrosis ("sudden and excessive sweating"), skin odour abnormal ("stronger sweat odour"), rhinitis ("chronic rhinitis throughout the year"), sneezing ("frequent sneezing"), rhinorrhoea ("regular clear nasal discharge"), pruritus ("diffuse itching phenomena for the last 1-2 years"), vision blurred ("some vision clarity problems on an irregular basis."), hypertonic bladder ("overactive bladder"), pollakiuria ("very frequent urination during the day and night despite the ¿bladder suspension surgery¿ in"), flatulence ("flatulence"), loss of libido ("rapid loss of libido"), breast tenderness ("breasts occasionally very tender"), a second episode of insomnia ("sleep disorders (insomnia & difficulty falling asleep)"), psoriasis ("more psoriasis attacks(pre-existing)"), hyperaesthesia teeth ("unexplained tooth sensitivity"), disturbance in attention ("concentration problems"), amnesia ("memory loss") and hypersensitivity ("my high sensitivity") and was found to have weight increased ("additional weight gain"). The patient was treated with non-drug therapy (electric shock and rehabilitation in 2018 and 2019) and surgery (bladder suspension surgery in 2019). Essure treatment was not changed. At the time of the report, the outcomes for these events or their latest episode were unknown. No causality assessment was received for essure with regard to the first episode of insomnia, hot flush, fatigue, depression, menstruation irregular, dysmenorrhoea, pain in extremity, exostosis, back pain, scoliosis, heavy menstrual bleeding, thirst, feeling hot, hyperhidrosis, skin odour abnormal, rhinitis, sneezing, rhinorrhoea, pruritus, vision blurred, hypertonic bladder, pollakiuria, flatulence, loss of libido, breast tenderness, the second episode of insomnia, psoriasis, weight increased, hyperaesthesia teeth, disturbance in attention, amnesia or hypersensitivity. The reporter commented: long-term disease status in (B)(6) 2022. Hospitalization in the psychiatric recovery clinic since (B)(6) 2022. I initiated the examinations and appointments to plan an removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 112 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)) on 21-sep-2022. The most recent information was received on 28-sep-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("subsequently, incapacitating back pains") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In 2021 she experienced depression ("severe depression (depressive status with a severe fatigue (inability to perform simple tasks))"). An unknown time later she experienced back pain (seriousness criterion medically important), insomnia ("insomnia"), hot flush ("hot flushes"), fatigue ("severe fatigue"), menstruation irregular ("onset of menstruations, initially regular, with severe incapacitating lumbar pain"), dysmenorrhoea ("onset of menstruations, initially regular, with severe incapacitating lumbar pain/violent lumbar pain during menstruations"), pain in extremity ("intense pain in the right leg"), exostosis ("calcaneal spur"), scoliosis ("degenerative scoliosis"), heavy menstrual bleeding ("very long pre-menopausal period (menopause in (B)(6) 2020)."), thirst ("excessive thirst"), feeling hot ("feeling of unbearable heat"), hyperhidrosis ("sudden and excessive sweating"), skin odour abnormal ("stronger sweat odour"), rhinitis ("chronic rhinitis throughout the year"), sneezing ("frequent sneezing"), rhinorrhoea ("regular clear nasal discharge"), pruritus ("diffuse itching phenomena for the last 1-2 years"), vision blurred ("some vision clarity problems on an irregular basis."), hypertonic bladder ("overactive bladder"), pollakiuria ("very frequent urination during the day and night despite the ¿bladder suspension surgery¿ in"), flatulence ("flatulence"), loss of libido ("rapid loss of libido"), breast tenderness ("breasts occasionally very tender"), initial insomnia ("sleep disorders (insomnia & difficulty falling asleep)"), psoriasis ("more psoriasis attacks(pre-existing)"), hyperaesthesia teeth ("unexplained tooth sensitivity"), disturbance in attention ("concentration problems"), amnesia ("memory loss") and hypersensitivity ("my high sensitivity") and was found to have weight increased ("additional weight gain"). The patient was treated with non-drug therapy (electric shock and rehabilitation in 2018 and 2019) and surgery (bladder suspension surgery in 2019). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to insomnia, hot flush, fatigue, depression, menstruation irregular, dysmenorrhoea, pain in extremity, exostosis, back pain, scoliosis, heavy menstrual bleeding, thirst, feeling hot, hyperhidrosis, skin odour abnormal, rhinitis, sneezing, rhinorrhoea, pruritus, vision blurred, hypertonic bladder, pollakiuria, flatulence, loss of libido, breast tenderness, initial insomnia, psoriasis, weight increased, hyperaesthesia teeth, disturbance in attention, amnesia or hypersensitivity. The reporter commented: long-term disease status in (B)(6) 2022. Hospitalization in the psychiatric recovery clinic since (B)(6) 2022. I initiated the examinations and appointments to plan an removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 112 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-sep-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.